Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the clinician that the atrial pace (ap)-atrial refractory (ar) pattern has a very short interval between the ap and the ar. Technical support review of the event was requested by the clinician and double counting of the paced p-waves was observed. The lead remains in use. No patient complications have been reported as a result of this event.